Event description:
The report from the affiliate indicated that during a percutaneous coronary intervention (pci) a cypher 3.0/28 mm stent was being deployed in the distal right coronary artery (rca) at 14 atm. The balloon was noted to be inflated, but the stent dilation was noted to be not suffient by coronary angiography. The physician then post-dilated the stent using the same balloon/stent delivery system (sds) to 16 atm. The physician felt that the balloon had ruptured and that the stent was hardly dilated and that the distal end of the stent was not dilated at all. The stent was reported to be floating in the vessel and no-flow phenomenon was observed. The devices were then removed gently and post-dilitation was done with a high-pressure quantum maverick balloon. The stent was implanted and the flow was restored. The target lesion(s) for the procedure were the proximal to distal rca.the vessel/lesion were reported to be: a 100% occlusion, heavily calcified, and slightly tortuous. A total of five (5) stents were deployed. The physician's comment regarding the event was that fortunately the stent could be deployed but that there was a possiblitiy the stent could have moved distally. The hospital's comment regarding the event was that leakage was observed at the transition seal area of the shaft (sds) when checked using heparin after the procedure.